Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of a femoral hernia. A bard/davol marlex, reference number 0112640, lot number hutg0998 was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent an additional surgery for recurrence repair of the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of a femoral hernia. A bard/davol marlex, reference number 0112640, lot number hutg0998 was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery for recurrence repair of the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with left femoral hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿a femoral hernia sac protruding through the femoral canal and the sac was reduced back into the peritoneal cavity. A piece of bard flat mesh (device #1) was then placed into the hernia defect with sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent left inguinal hernia, groin pain thereby underwent open repair with the implant of bard kugel hernia patch (device #2). Per operative notes, ¿an indirect hernia was found, prior inguinal hernia plug mesh (device #1) was identified, and the defect was lateral. A small oval sized bard kugel hernia patch (device #2) was placed into the position with sutures.¿ attorney alleges that the patient had adhesions, bowel obstructions, pain and emotional injuries. It was also alleged that there was two holes in the mesh in which 1 was repaired and 1 was not repaired, loss of volume in testicles.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 6 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, abdominal pain thereby underwent additional surgery. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.